Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore, cannot complete. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from a customer site that when starting up the system in the morning, the couch lowered itself down to the lowest limit. This occurred prior to performing clinical CT procedures on patients. The field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse determined that the couch power board had failed and replaced the board.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, the customer reported that when starting up the system in the morning, the couch lowered itself down to the lowest limit. This occurred prior to performing clinical CT procedures on patients. No harm to a patient, operator or bystander was reported. The customer contacted philips help desk to inform them of the issue and an fse was dispatched to the site. On 21-jul-2013, the field service engineer (fse) arrived on site and evaluated the system. Upon evaluation, the fse tested the couch and observed that it did lower itself down. The fse checked the leds status of inverter and found ¿brake¿ led was always light. The fse determined the couch power board was defective. The fse replaced the couch power board to resolve the issue. The part and the log files were returned to engineering for evaluation. CT engineering investigated the defective part and log files and determined the probable cause was a faulty couch power board. CT engineering determined this issue to be acceptable risk. The following mitigations for this issue include: ¿ vertical motion locked by additional brake when power is off ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions ¿ buttons test during initialization. ¿ when the couch has the ¿bedrock¿ configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed. The fse replaced the couch power board to resolve the issue.

Event description:
Philips received information from a customer site that when starting up the system in the morning the couch lowered itself down to the lowest limit. This occurred prior to performing clinical CT procedures on patients. The field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse determined that the couch power board had failed and replaced the board.